Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was flickering on and off and had purple stripes on the left side of the screen. The event occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.

Event description:
It was reported that the camera head was flickering on and off and had purple stripes on the left side of the screen. The event occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no information was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: camera is flickering on and off and has purple stripes on the left side of the screen due to a faulty cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.